Manufacturer narrative:
The reporter did not return the involved device for evaluation, because it has been used in a training exercise rather than a clinical application. For this reason a direct evaluation was not possible a review of the manufacturing history for the involved lot number revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported observation. From the content of the reporter's description, it is possible that the damage created in the bag may have been related to the use, or non-use of the centrifuge liner bag that is recommended in conjunction with the device use. This potential cause was communicated to the reporter. Summary: the cause of the reported event is indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a training specimen of cord blood was being processed and after centrifugation, a leak was observed on the right middle side of the cell/wash infusion bag (label face up).